Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported with the difficulty connecting the vitrectomy probe. The cpc connector was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The cpc connector has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vitrectomy probe difficult to connect to system" (fitting problem). The customer reported a posterior capsule tear occurred. The anterior vitrectomy probe was difficult to connect to the system. The anterior vitrectomy was completed by the nursing staff holding the vitrectomy probe onto the system.